Event description:
Report received from (B)(6) stating that the device had come apart inside. The device was not used in surgery. It is unk if pt or user injury occurred. It is unk if medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).